Event description:
It was reported that iab was inserted over guidewire without difficulty. Upon removal of the guidewire, it became stuck in iab and assembly was removed. A new iab was inserted. There were no reported patient complications.